Manufacturer narrative:
Serial number not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported there were no audible alarms. The device was in use monitoring patients. There was no report of patient or user harm.